Event description:
It was reported that the screw head broke during reduction with the viper reducer. The malfunction resulted in an hour of extended surgery time because the physician was unable to determine why the reduction was not being achieved.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event involved a product problem. Surgery was extended by an hour due the resulting difficulty while the patient was under anesthesia. However, there was no medical or surgical intervention and there were no adverse consequences to the patient. Visual inspection of the mis cannulated polyaxial screw revealed that the first row of thread in the tulip head had been stripped and deformed however they remained intact to the parent metal. No other visual anomalies were noted on the device. Review of the device history record found no discrepancies were noted during the manufacturing process. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month review of the complaint trend analysis for the mis cannulated screw family found no emerging trends. The root cause is unknown. However, it is possible that the lower handle of a multi-piece handle was inadvertently advanced without advancement of the top handle which caused an unanticipated load on the screw thread resulting in stripping. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction: it was reported that the thread in the tulip head of the screw broke during reduction with a viper reducer instrument. This added an hour of extended surgery time because the physician was unable to determine why the reduction was not being achieved.